Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that resident was being transferred from bed to wheelchair. Two staff were present during the transfer. While turning the resident in the hoyer sling, the resident fell backwards from the lift hitting the left top side of her skull on the floor. The resident was hanging by her right leg from the lift, so staff had to remove straps from the lift to let her down to the floor safely. This caused a hematoma to the area and laceration which required 3 staples. (B)(4) was entered into our system.